Event description:
"The operator took the scan and just before the reconstruction completed, they got a "not enough memory" message. They pressed ok and the image came up. They did a workup and created a report, which they sent out. The surgeon rang them back pointing out that the image had been reversed. I have attached images. When they went to burn a cd they noticed there was no CT data, only raw. We then reconstructed and the pan was still reversed, but then it reverted to correct position a few moments later."

Manufacturer narrative:
The configuration consists of the I-cat imaging unit, pc workstation running visionq 1.8.1 imaging software connected in a pacs networked environment. The investigation determined that the raw CT data was present, but the CT image was missing in the study list generated by the software. The incident was reported to have been preceded by an "out of memory" error. The engineers investigating the "out of memory" error and reversed image were not able to duplicate the error/condition in the lab, we are therefore unable to confirm the complaint. No pt injury is associated with this complaint.